Event description:
It was reported that this device battery was prematurely depleting. Boston scientific technical services were contacted and recommended device replacement within 90 days. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed for additional information in b1, b2, b5, d7, h1, h6, and h10; as well as to correct information in d6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report is being filed for additional information in b1, b2, b5, d7, h1, h6, and h10; as well as to correct information in d6.

Event description:
It was reported that this device battery was prematurely depleting. Boston scientific technical services were contacted and recommended device replacement within 90 days. The physician elected to surgically explant and replace the device to resolve the event. The patient was stable with no additional adverse consequences. The device was expected for analysis, but has not yet been received.

Event description:
It was reported that this device battery was prematurely depleting. Boston scientific technical services were contacted and recommended device replacement within 90 days. At this time, the device remains implanted and in-service and no adverse patient consequences were reported.